Event description:
It was reported there was csf leakage with a transducer of a pressure monitoring device. Customer noticed that the leak was coming from the cap site. Issue was resolved by taking the caps of an external ventric kit and using the caps to replace the caps on the edwards transducer. Drainage system was also replaced. Event occurred after priming and connecting to patient. No patient injury. Device was discarded.

Manufacturer narrative:
The device was discarded. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Further evaluation regarding related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Engineering evaluation was completed and concluded that a product risk assessment escalation was met earlier. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.